Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 496 mg/dl as well as insulin pump had blank display. Customer also reported that insulin pump was exposed to the moisture. Customer the customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.